Event description:
Tech alleged that the head section will not go up. No pt impact.

Manufacturer narrative:
The tech determined that the head up hydraulic valve was stuck. The tech replaced the head up hydraulic valve to resolve the issue.